Event description:
It was reported that very low r-waves and an increase in thresholds was observed. After an unsuccessful attempt to reposition, the lead was replaced.

Manufacturer narrative:
The damage found was consistent with that occurring at the time of explant.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.